Event description:
Patient was consent for a robotic assisted xi laparoscopic prostatectomy. In the middle of the procedure, the patient cart (robot) went into a recoverable fault with a request for arm 3 to be disarmed. Since arm 3 was required to complete the procedure robotically, two attempts were made to reset the fault. During this time dv stat was called, and since the second patient cart (robot) in rm was not in use, it was brought to rm so we could switch them out and continue the procedure. Once dv stat was able to review the fault code, they agreed that replacing the patient cart was the only option to complete the procedure robotically. Overall, there was an approximately 15-minute delay intraoperatively with the patient stable and under a general anesthetic. The procedure was completed with no other robotic equipment issues and the patient was taken to pacu without further incident.